Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No further information provided. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d5: operator of device.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No further information provided. No adverse patient effects were reported. Additional information received which indicated that this cardiac resynchronization therapy pacemaker (crt-p) recorded a fault code during pre- implant and was not used for implant. No patient involvement.